Event description:
During a cataract extraction procedure the machine shut down during the middle of the procedure and was not able to be restarted. A second machine was set up to be used however the light failed on the microscope and as a result the procedure was aborted. The pt returned the next day for completion of the surgery. During the second procedure the doctor observed some cloudiness in the operative eye and expressed concern that the pt may have damage to the retina. The pt was referred to a retinal specialist for further evaluation. The intraocular lens was not implanted.